Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose level rose to 21 mmol/l (378 mg/dl) while wearing the pod between 36 and 48 hours on the back. When removed from the infusion site, the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
The received device was evaluated and found that the formed needle was visible through the exposed portion of the soft cannula. Linkage assembly was also not fully retracted from the external view. The soft cannula was found to be bent near the tip of the exposed formed needle. During leak test, the fluid was found leaking through a tear on the exposed portion of soft cannula, where the tip of the exposed formed needle rested. After opening the pod, some score marks were found on the underside of the top housing, caused due to the misalignment between the linkage assembly and the top housing. This misalignment had caused the formed needle not to fully retract and damaged the soft cannula.